Manufacturer narrative:
Section d4, h4: additional information investigation summary: the report of low flow alarms was confirmed via the submitted controller event log file. According to the account, the cause of the patient's arrest/low flows was hypercapnia and ventricular fibrillation (vf). A direct correlation between device and the reported hypercapnia and vf could not conclusively be determined. It was reported on 15jan2020 that the patient arrested around 4:00 am that morning and experienced multiple low flow alarms. At the time the event was reported, the patient was re-intubated in the ICU. The controller event log file contained data from (B)(6)2020 ¿(B)(6)2020 and showed that during the morning of (B)(6)2020 , several low flow hazard alarms were recorded for a duration of approximately 5 minutes from 3:58 am ¿ 4:03 am. Calculated average flow reduced as low at 1.1 lpm during the low flow alarms. Pi events and elevated calculated average pi values peaking at 11.8 were also noted during the low flow alarms. No elevations in pump power were observed. The corresponding lvad event log file data revealed no atypical lvad faults. Calculated average flow otherwise remained stable in the range of about 4.0-5.0 lpm throughout the log file with no additional low flow events or other atypical events captured. Despite the momentary low flow condition, the system appeared to be operating as intended and the actual motor speed remained at or above the low speed limit without issue. Additional information provided by the account on (B)(6)2020 indicated that the patient's arrest was not due to the device. The patient was treated with advanced cardiac life support (acls) and cardiopulmonary resuscitation (CPR). He reportedly recovered in the ICU and the vad was stable. The patient remains ongoing on pump. The heartmate 3 lvas IFU lists respiratory failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU (document 100169835, rev. A) lists respiratory failure and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (document 10006136, rev. B) outlines all system controller alarms as well as how to respond to each alarm condition in section 5 "alarms and troubleshooting". This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrested and had multiple low flow alarms which were confirmed during log file analysis done by the manufacturer. The patient was re-intubated in the intensive care unit (ICU). The cause of the cardiac arrest and low flow alarms was determined to be hypercapnia and ventricular fibrillation. The patient was treated with advanced cardiac life support (acls) and cardiopulmonary resuscitation (CPR). The patient recovered and remained in the ICU with a stable left ventricular assist device. No further information was provided.